Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3920 showed eight other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that after the catheter was placed, the extension tubing was found unable to be firmly engaged. It was reported this occurred with nine devices. This report addresses the fifth device.